Manufacturer narrative:
The device was received fully deployed. Investigation of the needle mechanism found no damages or defects that could contribute to the early deployment of the needle. The downloaded data shows that the device completed the first and second priming sequences before being deactivated. No timeouts or drive stalls were observed in the pod data. The needle mechanism was reset to its not deployed position and functioned as intended through manual rotation of the ratchet gear. Although no problems were found, the exact cause of the reported needle deploying early could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed early. The pod was not worn.